Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump occlusion was released during circulation. This issue occurred on the suction pump. The device was not changed out, as they tightened the occlusion head. The surgical procedure was completed successfully. There was no delay, no blood loss, no adverse consequences to the pt.